Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and low battery alert from the insulin pump. Customer's blood glucose reading was 500+ mg/dl. The customer treated with manual injection. The customer stated that she has been high because she has been on the needle and the pump has been malfunctioning. The customer stated that she does not have a battery in the pump to troubleshoot. The customer will call back to troubleshoot.